Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon a cable broke on the 8mm small grasping retractor instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the small grasping retractor instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.